Manufacturer narrative:
Additional information was received by mentor on 5/30/2018. Mentor received information that when the devices were explanted, it was discovered that they were non mentor products. Therefore, the products will not be returned to, or evaluated by mentor. If alternate or additional information is made available, then it will be provided in a supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018, the patient visually noted deflation after waking up in the morning. As a result, the device was explanted on (B)(6) 2018.